Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention to explant and replace the patient's ipg. Surgery addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. Patient indicated she underwent an unrelated surgery and placed the device into surgery mode. Patient did not recall if the ipg was able to communicate since the unrelated procedure. Representative met with the patient and troubleshooting was unable to resolve the issue. The ipg was found to be unable to be repaired and is thus inoperable. Surgical intervention to replace the device may take place at a later date.